Event description:
The customer reported a malfunction on the pump with no notable events occurring prior to it. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl; there was no adverse impact. Technical support arranged for a replacement pump to be sent along with updated software and training access. The customer was informed about and acknowledged the steps needed to return the malfunctioning pump via ups using the provided return box and prepaid label. Meanwhile, the customer planned to use multiple daily injections (mdi) as backup therapy to ensure continuous insulin delivery.